Event description:
The customer received a blood glucose reading of 23 mg/dl and felt lightheaded, which is normal when she has low blood glucose. She ate some toast and drank 8 oz of orange juice. No further information. The customer was advised to return the strips for evaluation. New meter and strips were sent to her.